Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle. It was not a control release needle. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/03/2020. Additional h3 investigation summary: one open folder packet and two needles of product code w8400 were received for analysis. The product code is double armed. During visual inspection of the needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification and one needle no suture remnant was noted. In the other needle a suture piece still was attached to barrel and the end suture was cut appears to be by use of surgical instrument. However, the other section suture was not received for evaluation to determine the assignable cause. In addition, slightly marks appears to be by use of surgical instrument were noted on the body needles. The manufacturing records could not be reviewed as the batch number is unknown. According the sample condition, it could not be determined what may have caused the reported incident.